Event description:
It was reported that during a sleeve gastrectomy procedure, the device locked out. They were able to get it open but then it would not close. It stayed open. Another device was used to complete the procedure. This was the first firing for the device. The device was being fired on the stomach with a blue cartridge. There was no patient impact.

Manufacturer narrative:
(B)(4). Results: damaged release button. The analysis found that one ple60a device was received for analysis with an ecr60b cartridge loaded on the device. The returned reload was unfired and in good visual condition. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However, a dry fire was performed and the firing mechanism worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.